Manufacturer narrative:
Visual assessment of the drill confirmed the reported breakage. Drill head has broken off where it transitions at the double helix. Examination of the break area showed no material voids or material abnormalities. The shaft of the drill is bent. All attributes that could be dimensionally inspected were found to meet print specification. Drill head was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl the tip broke. The product was removed from the patient. A backup device was available to complete the case. There were no reported patient injuries. No other complications were noted.